Manufacturer narrative:
(B)(4). Investigation: the caridianbct support specialist verified through the equipment run data files that the info entered for the procedure was for a male, instead of the female donor's info. A review of the device history records for this unit showed no irregularities during mfg that were relevant to this issue. Root cause: operator error. Corrective action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters.

Event description:
The operator called because they thought they had selected a plasma only procedure but the device began collecting rbcs at 8 mins into the procedure. Upon further investigation by the caridianbct support specialist, it was found that initially the info for a male donor, (B)(6), was put into the trima and a double red cell collection procedure was selected (this male donor had been moved to a different machine). A female donor was then put into the machine that had the male donor's info still entered into it. The procedure was begun without changing the donor info. The donor was fine and no medical intervention was necessary. This report is being filed due to the potential for injury due to over-anticoagulation.